Manufacturer narrative:
Corrected data: h6, h11: the device was returned to olympus for inspection and upon evaluation the reportable malfunction was not confirmed. Therefore, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.

Event description:
It was reported the bronchofibervideoscope's ultrasonic image was not clear during n endo bronchial ultrasound procedure. The event resulted in a delay of 30 minutes or greater. The procedure was completed with the same device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:h2, h3, h6. The device was not returned to olympus for inspection, so the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.